Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a suction loss during lasik flap creation. The patient interface was changed and the surgery was completed without patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).